Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The reported issue could not be confirmed through an event history log review. A visual inspection was performed and no issues related to the report condition were found. The device was attempted to be powered on at self-test and a burnt smell was noted. A simulated therapy could not be performed due to a related problem. The reported problem was confirmed as a burnt accomp pcb. The accomp pcb was scrapped and the device was sent for servicing. The reported issue could not be confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) had a burning smell during use. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.